Event description:
Info received indicates the gas springs are not locking the bed into the trendelenberg position.

Manufacturer narrative:
The technician found the gas springs were worn. He replaced the gas springs to repair the bed.